Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 4 years and 5 months due to severe aortic insufficiency (ai). Per the op report, the patient had an echo, which showed ai, and a tee, which confirmed severe ai. It was thought from that study that the patient had degeneration of one of the leaflets. She had a cardiac catheterization, which showed normal coronary arteries. Upon inspection, the prosthetic valve leaflets appeared to be normal. The valve appeared to be somewhat dehisced near the noncoronary sinus, although this was somewhat difficult to visualize; that was consistent with the intraoperative tee results. The device was replaced with a new edwards bioprosthetic valve. After weaning the patient of cardiopulmonary bypass, cardiac function was quite good with a normal ef, normal wall function, and normal appearing function of the new bioprosthesis. There was no paravalvular leak and no significant mr. There were no operative complications reported.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings could not be confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, the op report documents dehiscence near the noncoronary cusp. Although the root cause of this event cannot be conclusively determined, it appears that this patient likely had svd causing the insufficiency.